Event description:
"Screw is backing out. Original dos: (B)(6) 2012. Revision case on (B)(6) 2012. Removed screw."

Manufacturer narrative:
Investigation description. (B)(6) on (B)(4) 2012. The returned screw was examined microscopically. A noticeable helical groove was seen on the head of the screw. It is unclear if this groove was created upon insertion or when the screw backed out of the plate. There is evidence that the locking mechanism was deployed. Specifically, there is deformation within the locking screw drive feature and the clip is permanently expanded. The screw was placed into an atomic plate and did lock upon actuation of the locking mechanism. The root cause cannot be determined at this time.